Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the device exhibited post-paced t-wave oversensing. Programming changes were made on (B)(6) 2017. The patient was in stable condition.